Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head was not able to recognize devices and failed uplink functional tests. The rf head cable found out of electrical specification. There was difficulty pulling the rf head from the programmer; cable connector found out of mechanical specification. Analysis also found the lens on the rf head upper case was cracked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio frequency) head was unable to interrogate devices. It was also reported there was difficulty pulling the rf head from the programmer. The rf head was returned for repair. No patient complications have been reported as a result of this event.